Event description:
It was reported that lens vaulted (z-syndrome) post lens implant. A yag procedure was performed. The reason for the yag procedure was not provided. Additional information has been requested, but no additional information has been received.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.